Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced burning sensation with increased therapy strength. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue.